Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding an unknown wetness on the floor which occurred on the homechoice (hc) during use, at end of therapy, patient not connected. The home patient (hp) had a question regarding her floor being wet and she did not know what was leaking out. The cause of the leak was unknown. There was no patient injury or medical intervention reported. Upon follow-up with home patient (hp) on (B)(6) 2010, the hp stated the leak occurred "at the cassette." The hp advised that everything was fine and she has been continuing her therapy. The hp had no clinical symptoms or injury and did not report a need for any medical intervention as a result of this incident or related to peritoneal dialysis therapy. The device was discarded and no companion sample was available, but the lot number was provided.

Manufacturer narrative:
(B)(4). This complaint from a patient who noted a leak during prime was not confirmed and no root cause was determined because a sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.